Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported.

Event description:
It was reported that during a da vinci-assisted left upper lobectomy surgical procedure, the staple line bled. The surgeon was stapling the pulmonary vein with a sureform 45 curved-tip stapler instrument with a white 45 curved-tip reload, when minor bleeding occurred from the staple line. Pressure was applied with gauze to attempt to control the bleeding, which was unsuccessful. The surgeon applied a small titanium clip and resolved the bleeding. No errors messages or complications occurred during the firing sequence, no tissue bunching was noted, and no holes, gaps, or missing staples from the staple line. The blood loss was negligible. The patient is recovering as expected.